Manufacturer narrative:
Patient is part of (B)(6) study. Adverse event form stated that this event is cmk21 stem related; cmk21 stem is not registered in the us.

Event description:
It was reported that patient has experienced a difference in leg length following tha, with the operative leg (left) 10mm longer. Per study investigator the severity was deemed mild and no treatment was done to solve the problem. Outcome of complication: still ongoing.